Event description:
It was reported that the patient presented for system extraction due to a pocket infection. During the procedure, it was noted that implantation of the new left bundle branch pacing (lbbp) lead was unsuccessful because the helix would not remain extended when the helix locking tool was applied. The entire system, including the implantable cardioverter-defibrillator (ICD) and left ventricular lead, was explanted and replaced with a single-chamber pacemaker. The lbbp lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Further information was requested but not received.